Event description:
The patient was already implanted with an ICD on 2013 which was changed on (B)(6) 2014 due to oversensing because of damaged lead. It should be noted that the patient lives in a noisy environment. On (B)(6) 2015, a first report transmission was successfully done: alert messages observed, rrt reached, v lead impedance below 200ohm since (B)(6) 2015. Device memories were full of noisy events with load starts. On (B)(6) 2015, therapies were deactivated for few days to monitor new noisy events. Since no additional observation was noted, the device was replaced on (B)(6) 2015 and will be returned for analysis.

Event description:
The patient was already implanted with an ICD on 2013 which was changed on (B)(6) 2014 due to oversensing because of damaged lead. It should be noted that the patient lives in a noisy environment. On (B)(6) 2015, a first report transmission was successfully done: alert messages observed, rrt reached, v lead impedance below 200ohm since (B)(6) 2015. Device memories were full of noisy events with load starts. On (B)(6) 2015, therapies were deactivated for few days to monitor new noisy events. Since no additional observation was noted, the device was replaced on (B)(6) 2015 and will be returned for analysis.

Event description:
The patient was already implanted with an ICD on 2013 which was changed on (B)(6) 2015 due to oversensing because of damaged lead. It should be noted that the patient lives in a noisy environment. On (B)(6) 2015, a first report transmission was successfully done: alert messages observed, rrt reached, v lead impedance below 200ohm since (B)(6) 2015. Device memories were full of noisy events with load starts. On (B)(6) 2015, therapies were deactivated for few days to monitor new noisy events. Since no additional observation was noted, the device was replaced on (B)(6) 2015 and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.